Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent capture at max output. The rv lead is scheduled to be re vised and remains in use. No patient complications have been reported as a result of this event.